Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as fold flow opening.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2, d4, d9, g1, h3, h4, h6

Event description:
Healthcare professional reported "rupture." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.